Manufacturer narrative:
Unit passed the displacement test, self test, off no power test, rewind, basic occlusion test and prime test. Unit received stuck in motor error alarm loop during bolus/basal delivery. Unable to confirm motor position encoder error alarms due to several displayable history alarms in the history file. Displayable history alarms due to a corrupted history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. Unable to confirm motion sensor test failure alarm due to motor error alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Drive support disk was inspected and no anomaly was noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked display window, cracked case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and motor position encoder error alarm, and motion sensor test failure. The customer did not recall their blood glucose level at the time of the incident. Customer stated the alarms had started since last friday and each time the alarms occur the customer had to rewind. Troubleshooting was performed. The drive support cap was reported as normal. Customer reported the device did alarm motor position encoder error. Blood glucose level at the time of the incident was not provided. The customer was advised to discontinue use of the insulin pump, revert to their back up plan per their health care providers instructions, and the insulin pump needed to be replaced. The insulin pump was returned for analysis.